Event description:
A home patient called the baxter technical service center to troubleshoot a "check patient line" alarm received in drain 1 of apd therapy on the homechoice machine. The patient had disconnected from the patient line of the homechoice set during drain, prior to receiving alarm and then reconnected to continue therapy. The "check patient line" was then received. The patient was then advised to discontinue therapy with current set up. The patient's rn reports no patient injury or medical intervention as a result of incident.